Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. It is mentioned in event description: "the surgeon immediately checks the integrity" please explain in more detail were x-rays performed to localize the needle? No. Was the needle removed from the patient? Unk. Was there any adverse patient outcome? When the suture is opened, the suture is separated from needle, without injuring the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m vicryl ce. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an wound closure procedure on (B)(6) 2022 and suture was used. The pulling off suture needle happened during sewing intradermal in the surgery. Changed another one to complete the surgery. No additional information could be provided. No reported patient consequences.